Event description:
Enclosed is a letter from rptr's step-father's surgeon concerning poly-tetra-fluoro-ethylene graft material. Since this is an american product, rptr felt that it was important that the FDA know about this failure. Rptr's parents are us citizens but have lived in another country for about 14 yrs. What is not mentioned in this letter is that the first "disruption" nearly resulted in death as rptr's step-father had to be "helicoptered" to another facility for definitive care and then subsequently arrested in the or from massive bleeding. The first surgeon said he thought there was a problem with the graft material but did not report it. The second time, the entire graft was removed because of this "shredding" that was not at the suture line, according to the surgeon. As an anesthesiologist, rptr has seen numerous pts with poly-tetra-fluoro-ethylene graft material but have not seen this kind of problem. Rptr would appreciate any info FDA might have regarding this type of problem with poly-tetra-fluoro-ethylene. Pt presented recently with a false aneurysm between two segments of poly-tetra-fluoro-ethylene in a left axillofemoral by-pass graft. He had originally had problems with left common iliac occlusion and in 1989 and aorti-iliac graft was constructed. This occluded and then a femorofemoral cross over graft was performed, again in 1989. Recently this had become infected and was removed to be replaced with patches in the common femoral arteries and a left axillofemoral by-pass graft. No organisms were able to be cultured, although he was treated for a long period with vancomycin. He represented urgently on 23.9.97 with disruption of the proximal anastomosis of this graft. Sutures were present in the artery and it appeared that the sutures had come out of the graft. A new segment of 8mm poly-tetra-fluoro-ethylene was re-anastomosed to the axillary artery and further anastomosed to the mid portion of the graft in the left flank. This graft was externally reinforced empra poly-tetra-fluoro-ethylene. Things seemed to resolve again, but in december 1997 he had some discomfort in his left flank and noted a steadily enlarging lump at the site of the previous incision. He came for investigation which showed that the joined section of the graft had dilated to approx 25mm. Because of concerns with regard to the previous disruption, the whole segment was then replaced on 10.2.98. Certainly, both proximal and distal anastomoses were well incorporated and there was no sign of infection. Two ends of the poly-tetra-fluoro-ethylene graft were separated in the mid segment and sutures were still in the lower part. There was no evidence of perigraft fluid or infection and they were well incorporated. Culture negative. Wound healed. Review of histology confirmed false aneurysm and proximal piece of graft had a dissection.